Event description:
It was reported that (1) device was about to be used during an unknown procedure. It was reported by the rep that the hp052 was tested before case and would not work and had trouble getting the cap off. Another device was used to complete the case. There was no consequence to the pt.